Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pink slide did not move forward as well. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. The download data shows that the device received a valid deactivate command at the end of first prime, before the needle mechanism is intended to deploy. No damages or defects were found that would prevent the device from completing second prime and deploying the needle mechanism.